Event description:
The patient felt in hypoglycemia. Ibgstar displayed 0.98 g/l. The device of the nurse gave 0.68 g/l.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.